Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during an intestinal stent implantation procedure in the sigmoid colon performed on (B)(6) 2015. According to the complainant, the stent was used to treat a colonic stricture. Reportedly, the patient's anatomy was not tortuous. During the procedure, the stent was implanted without issue. On (B)(6) 2015, one day post procedure, the stent was found in the patient¿s excrement. The stent had completely migrated out from the patient, but the stricture had not been resolved. The physician plans to place another stent at the stricture on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during an intestinal stent implantation procedure in the sigmoid colon performed on (B)(6) 2015. According to the complainant, the stent was used to treat a colonic stricture. Reportedly, the patient's anatomy was not tortuous. During the procedure, the stent was implanted without issue. On (B)(6) 2015, one day post procedure, the stent was found in the patient¿s excrement. The stent had completely migrated out from the patient, but the stricture had not been resolved. The physician plans to place another stent at the stricture on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex enteral colonic stent was returned for analysis. Visual examination of the returned device noted no issues with the profile of the stent. The stent's length, diameter and flare diameter were measured and were found to be within specification. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. From the information available, this device was used per the directions for use (dfu)/product label. Stent migration is listed in the dfu for this product as a potential adverse event associated with the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4) stent migration. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.